Event description:
Taxus liberte (B)(4) study. It was reported that post a stenting treatment procedure, the patient experienced angina. The 80% stenosed target lesion being treated was 2.5mm in diameter and 25mm long located in the mid left anterior descending. The target lesion was treated with predilatation and placement of a 2.50x28mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2011, the patient was admitted with angina. Angiography without revascularization was performed. The event was resolved without residual effects. The patient was discharged 5 days later.

Manufacturer narrative:
Device is a combination product. (B)(4) - the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)